Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the rn was assessing a patient who was receiving an infusion of tpn at 125ml the tpn was seen to be leaking onto the floor. Upon assessing the patient's tubing it was noted to be separated inside the pump. There was no patient harm reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of tubing separated at pumping segment was not confirmed. Received from the customer was one new unused associate primary set model 2420-0007 without its packaging pouch. The incident set was not returned for investigation. No event product will be returned per customer. The event product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
A picture of the set provided by the customer shows that the silicone segment was completely separated from the upper fitment. The root cause of the separation could not be identified.

Manufacturer narrative:
Correction on initial report.